Event description:
It was reported that the tip of the top portion of the jaw broke inside the patient while the surgeon was passing the last suture through the cuff. Rotator cuff repair. The surgeon attempted to retrieve the broken piece but was unsuccessful. X-rays were taken and showed broken piece still remained in the patient even after flushing.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event typically caused by applying leveraging forces. The device is designed to withstand forces up to 10 lbs, and when used as intended, should never encounter forces in excess of designed parameters. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.